Manufacturer narrative:
Continuation of medical devices: product ID 3998, lot# v118064, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 19-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient¿s device didn't ever cover their pain. They reported having a revision by getting a lead replaced (B)(6) 2017 because even after several reprogramming sessions, they couldn't get the device to coverage patient's sciatica in their right side. Patient stated that they found out the day prior that the ins itself was not replaced, and only the lead. Patient has also mentioned having many back surgeries but nothing helped their sciatica pain. Patient further stated that even after their lead replacement (B)(6) 2017, they continued to have the sciatica pain so a fusion was done which resolved the patient's sciatica pain so patient stopped using the implant. No further complications were reported.